Manufacturer narrative:
This report is associated with (B)(4), ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip cream in the us.

Event description:
Death [unknown cause of death]. Case description: this case was reported by a consumer via call center representative and described the occurrence of unknown cause of death in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream for dentures. On an unknown date, the patient started ultra corega cream mint flavor. On an unknown date, an unknown time after starting ultra corega cream mint flavor, the patient experienced unknown cause of death (serious criteria death and gsk medically significant). On an unknown date, the outcome of the unknown cause of death was fatal. It was unknown if the reporter considered the unknown cause of death to be related to ultra corega cream mint flavor.